Event description:
I opened my "dailies contact lens and placed it into my eye. The contact caused me to blink and was also uncomfortable in my eye. When I went to remove the contact, it split in two. One piece of it came out of my eye at first and then I had to try several times to get the other piece out of my eye. I opened a package of "dailies" contact lens for one eye and the contact lens split in two as I was removing it from the manufacturer packaging.